Manufacturer narrative:
H.6. Investigation summary: bd received twelve (12) samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for stopper creepout with the incident lot was not observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper creepout as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper creepout based on the returned sample and retention sample testing. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sodium heparinn (nh) blood collection tube there was stopper creep out or loose closure. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the tube does not seal properly, causing the specimen to spill."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium heparinn (nh) blood collection tube there was stopper creep out or loose closure. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the tube does not seal properly, causing the specimen to spill."